Manufacturer narrative:
Date of report: 09jul2021.

Event description:
The customer called into technical support (ts) reporting that the device is not detecting the oxygen level. The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. It was discovered that the facility was using a flow meter. The o2 source needs to come from a high pressure o2 source. Per the service manual in chapter 2, warning: the ventilator requires a pressurized oxygen supply that provides a minimum flow of 175 slpm. Do not use any devices such as valves, hoses, grab n¿ go regulators, or other brands of combined cylinder/regulators that limit the supply of oxygen flow below 175 slpm. Once the customer connected to the grab n go tanks, the unit was operating fine with no alarm conditions. The device passed performance verification testing and was placed back into service.